Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The incident could not be verified for this complaint due to no photo or sample.

Event description:
It was reported that blockage occurred with a bd needle 25g 1in. The following information was provided by the initial reporter: blockage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blockage occurred with a bd needle 25g 1in. The following information was provided by the initial reporter: blockage.